Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device also please refer to retain test results in attachments. Visual analysis of the returned sample revealed that traumacem v+ cement kit 10 ml the cement was solidified near the translucent cartridge and no other issues were identified. The dimensional inspection was not performed for the traumacem v+ cement kit 10 ml due to alleged complaint condition. The retain test results indicate the mean of two samples the application time is 17.20 minutes. The functional test was performed to turn handle of the cement mixer in clockwise direction, but handle was not able to move since the cement is solidified. The observed unable to transfer condition of the device is consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for traumacem v+ cement kit 10 ml. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part #: 07.702.040s. Lot #: 0j53360. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 08 sep 2020. Expiry date: 01 sep 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part #: 07.702.040s. Lot #: 0j53360. Manufacturing site:(B)(4). Supplier: osartis gmbh. Release to warehouse date: sep 08, 2020. Expiry date: sep 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral neck fracture with the cement and cement injection cannula in question. 10years before this surgery, the patient underwent the osteosynthesis surgery for femoral neck fracture and the implants had been removed on an unknown date. The surgery was completed successfully within 30minutes delay. No further information is available. Concomitant device reported: unk - impaction instruments: hammer/mallet: trauma: (part# unknown; lot# unknown; quality:1). This complaint involves (4) devices. This report is for (1) traumacem(tm) v+ injectable bone cement - sterile. This report is 1 of 3 for (B)(4).